Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material were observed on the catheter. Initial visual inspection did not reveal any defects or anomalies. After failing functional inspection a small cut was found in the catheter body proximal to the box clamp. Microscopic examination confirmed the cut. The cut was smooth, consistent with contact with sharps such as a needle or scalpel. The total catheter length measured 621 mm, which is within specifications of 604-624 mm per the catheter graphic. The outer diameter of the catheter measured 2.420 mm, which is within specifications of 2.39-2.49 mm per catheter extrusion graphic. The cut in the catheter body measured 2 mm in length and 225 mm from the juncture hub. A lab inventory syringe was used to flush water through all three extension lines per IFU sz-15802-113a rev. 01 which states, "flush each lumen with sterile saline solution, to establish patency and prime lumen (s)." No blocks were found during testing. However, a leak was detected in the catheter body when the distal line was flushed. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed with no relevant findings identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a leak at the insertion site was confirmed by functional and visual inspection of the returned sample. The catheter body contained a small cut near the box clamp. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the device received, the likely root cause of this issue is unintentional user error - contact with sharps. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "it was reported that the solution was leaking from the catheter insertion site during placement in a patient. Therefore, the catheter was removed and replaced with a new one. The catheter was not blocked." No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "it was reported that the solution was leaking from the catheter insertion site during placement in a patient. Therefore, the catheter was removed and replaced with a new one. The catheter was not blocked." No patient injury reported. The patient's condition is reported as fine.